Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, an error code related to a motor failure, err_dsp_motor_failure, was found in the error log. The blower would need to be replaced to address the issue, as the blower seized up and would not operate. No repair performed, unit will be scrapped.